Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) performing preventative maintenance re-calibrated the touch panel numerous times and this did not resolve the issue. To address the issue, the stm replaced the p-clamp and coiled cable. The stm then tested the unit but the issue still remained. The fse ordered parts and returned to replace the video generator pcb, coiled cable, 1 stripped screw and tested without any further failures. The stm performed full pm, safety, calibration, and functionality checks that passed and met factory specifications. The unit was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during semi annual preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cardiosave, the touch panel assembly was not allowing the stm access into the service diagnostic menu. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.